Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented in clinic for follow up. Upon review, the left ventricular lead exhibited loss of capture. X-ray imaging showed that the lead was dislodged. It was also noted that the device had migrated within the pocket. The lead was explanted and replaced. The pocket was revised, and the device remained implanted. The patient was recovering.